Manufacturer narrative:
Terumo has received the actual device for eval; however, an investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the oxygenator leaked. No pt involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.